Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting revealed that the time was off by twelve hours, which would have affected the basal rates. Nothing further was reported.